Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that he was draining very slowly during drain 3 of 3. During troubleshooting, the patient was removing the cycler cassette from the liberty select and observed fluid in the cassette compartment. The patient reported missing one treatment. Patient was advised to perform continuous ambulatory treatment until a replacement cycler arrived. Additional information was solicited and received. The patient was prescribed prophylactic antibiotics. The patient did not experience any complications. The liberty select was replaced.

Manufacturer narrative:
The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (draining slowly) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The drain times were within the time specifications for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cause of the encountered dried fluid could not be determined. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Tested positive for glucose. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."